Event description:
It was reported that there was a lag in charging. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting for the reported issue, and technical support documented the issue and closed the case, with no further action required.